Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device had perforated through tube') and salpingitis ('mild chronic salpingitls') in a (B)(6) year old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, flank pain, cholecystectomy, ovarian cyst, abdominal pain, abdominal bloating, menometrorrhagia and urinary frequency. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), menorrhagia ("menorrhagia"), abdominal adhesions ("abdominopelvic adhesive disease"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), mental disorder ("lack of mental clarity"), general physical health deterioration ("loss of ability/motivation to live normally"), tooth disorder ("dental issues"), alopecia ("hair thinning"), abdominal distension ("abdominal swelling"), muscular weakness ("loss of feeling in hands") and pelvic adhesions ("pelvic adhesion"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, enterolysis for abdominal adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, menorrhagia, abdominal adhesions, genital haemorrhage, autoimmune disorder, feeling abnormal, mental disorder, general physical health deterioration, tooth disorder, alopecia, abdominal distension, muscular weakness and pelvic adhesions outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal adhesions, abdominal distension, alopecia, autoimmune disorder, fallopian tube perforation, feeling abnormal, general physical health deterioration, genital haemorrhage, menorrhagia, mental disorder, muscular weakness, pelvic adhesions, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: insertion details: right fallopian tube: 4 trailing coils, left: 3 trailing coils left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: satisfactory location, occlusion shown. Ultrasound scan vagina on (B)(6) 2019: essure coils only partially visualized, follow up show bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs received. The case was upgraded to incident. Lot number added. Event 'pregnant with essure micro-insert' was updated to non serious. New events abdominal adhesions, abdominal distension, alopecia, autoimmune disorder, fallopian tube perforation, feeling abnormal, general physical health deterioration, genital hemorrhage, menorrhagia, mental disorder, muscular weakness, pelvic pain, salpingitis and tooth disorder were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Pregnancy is anticipated in the reference safety information of essure. The physician did not provide a causality assessment. Unintended pregnancies may occur during the use of any contraceptive methods. For essure, the risk increases in the 3-month "waiting period" before the confirmation test of occlusion and correct localization of the inserts. In this particular case, pregnancy was diagnosed 2.5 years after device insertion, after tubal occlusion had been confirmed by hysterosalpingogram. Therefore, a causal relationship between essure and pregnancy cannot be excluded (related). The case was not regarded as incident because no complications nor potential injury were reported. A product technical investigation resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device had perforated through tube') and salpingitis ('mild chronic salpingitls') in a 39-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, flank pain, cholecystectomy, ovarian cyst, abdominal pain, abdominal bloating, menometrorrhagia and urinary frequency. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), menorrhagia ("menorrhagia"), abdominal adhesions ("abdominopelvic adhesive disease"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), mental disorder ("lack of mental clarity"), general physical health deterioration ("loss of ability/motivation to live normally"), tooth disorder ("dental issues"), alopecia ("hair thinning"), abdominal distension ("abdominal swelling"), hypoaesthesia ("loss of feeling in hands") and pelvic adhesions ("pelvic adhesion"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, enterolysis for abdominal adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, menorrhagia, abdominal adhesions, genital haemorrhage, autoimmune disorder, feeling abnormal, mental disorder, general physical health deterioration, tooth disorder, alopecia, abdominal distension, hypoaesthesia and pelvic adhesions outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. 3231.19g was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal adhesions, abdominal distension, alopecia, autoimmune disorder, fallopian tube perforation, feeling abnormal, general physical health deterioration, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, pelvic adhesions, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: insertion details: right fallopian tube: 4 trailing coils, left: 3 trailing coils left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: satisfactory location, occlusion shown. Ultrasound scan vagina - on (B)(6) 2019: essure coils only partially visualized, follow up show bilateral tubal occlusion. Lot number: b60750, manufacturing date: 2013-08-13, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device had perforated through tube') and salpingitis ('mild chronic salpingitls') in a 39-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, flank pain, cholecystectomy, ovarian cyst, abdominal pain, abdominal bloating, menometrorrhagia and urinary frequency. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), menorrhagia ("menorrhagia"), abdominal adhesions ("abdominopelvic adhesive disease"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), mental disorder ("lack of mental clarity"), general physical health deterioration ("loss of ability/motivation to live normally"), tooth disorder ("dental issues"), alopecia ("hair thinning"), abdominal distension ("abdominal swelling"), hypoaesthesia ("loss of feeling in hands") and pelvic adhesions ("pelvic adhesion"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, enterolysis for abdominal adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, menorrhagia, abdominal adhesions, genital haemorrhage, autoimmune disorder, feeling abnormal, mental disorder, general physical health deterioration, tooth disorder, alopecia, abdominal distension, hypoaesthesia and pelvic adhesions outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. 3231.19g was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal adhesions, abdominal distension, alopecia, autoimmune disorder, fallopian tube perforation, feeling abnormal, general physical health deterioration, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, pelvic adhesions, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: insertion details: right fallopian tube: 4 trailing coils, left: 3 trailing coils left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: satisfactory location, occlusion shown. Ultrasound scan vagina - on (B)(6) 2019: essure coils only partially visualized, follow up show bilateral tubal occlusion. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" loss of feeling in hands" was recoded llt "numbness in hands " (previously coded to muscular weakness). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Pregnancy is anticipated in the reference safety information of essure. The physician did not provide a causality assessment. Unintended pregnancies may occur during the use of any contraceptive methods. For essure, the risk increases in the 3-month "waiting period" before the confirmation test of occlusion and correct localization of the inserts. In this particular case, pregnancy was diagnosed 2.5 years after device insertion, after tubal occlusion had been confirmed by hysterosalpingogram. Therefore, a causal relationship between essure and pregnancy cannot be excluded (related). The case was not regarded as incident because no complications nor potential injury were reported. A product technical investigation resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is not indicative of a quality deficit per se. No further information is expected.